Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 6728536 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate profile 325cc breast implant and experienced capsular contraction grade baker iii-IV. Patient mentioned a possible deflation due to significant loss in volume on the left breast. This will be confirmed with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.